Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The patient developed pocket erosion and infection. The device and leads were explanted on (B)(6) 2018. The patient was in a stable condition.